Event description:
This pt had an ICD implanted for primary prevention of sudden cardiac death on (B) (6) 2010. The device implanted was a st jude medical single chamber ICD - model cd1211-36q; (B) (4)- with a st jude medical riata durata lead - model 7120q/58; (B) (4) -. The ICD lead was implanted in the rv apex in the usual manner. The lead was a screw in lead. Implant parameters were normal. The pt presented on (B) (6) 2010 with chest pain and shortness of breath. On the next day, he developed hypotension and was found to have left hemothorax and left pericardial effusion. A chest tube and pericardial drains were inserted. CT scan confirmed that the ICD lead had perforated into the left chest. Transfusion was administered. The pt had the lead withdrawn and repositioned without any complications and left the hospital about 1 week later.